Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-paddle leads, upn: m365sc8216700, model: sc-8216-70, serial: (B)(6), batch: 15184212. Product family: scs-linear fixation, upn: m365sc43010, model: sc-4301, batch: 14267354.

Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) explant procedure due to unknown reasons. No further information could be obtained despite good faith efforts.